Event description:
It was reported that since the trial patient had been home from having the trial lead implanted they were barely feeling stimulation. The patient had it at a 4 or 5 when at the clinic, but now they had it up to a 10 and only felt a little stimulation in the back area. The patient was not feeling stimulation in their bicycle seat area. The patient¿s bladder symptoms were a little better however. The patient had 2 sides to choose from and they were on the right side for now. The patient¿s health care provider (hcp) told them to contact the manufacturer if they had any trouble. The patient¿s friend or family member already knew how to switch the sides. It was further reported that they changed sides to the right lead and that provided better relief. The left one did provide relief sometimes as well, but the patient just wasn¿t always feeling it. The patient would be going on to implant on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).